Event description:
It was reported that the health care professional (hcp) had questions on the reports for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and stated that the device delivered inappropriate anti-tachycardia pacing (atp) and shocks for a possible atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that there were multiple episodes. The device was reprogrammed. The patient will be continued to be monitored. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) had questions on the reports for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and stated that the device potentially delivered inappropriate anti-tachycardia pacing (atp) and shocks for a possible atrial fibrillation (af) with rapid ventricular response (rvr). Ts could not confirm if the therapy was appropriate as this device system is single chamber and the patient has two intrinsic ventricular morphologies. Ts suspects the narrow morphology is af with rvr. It was noted that there were multiple episodes. The device was reprogrammed. The patient will be continued to be monitored. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem.